Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Customer stated that device was lying on the table and imploded on its own. Burn damage was observed on the reader screen. Reader was fit through letter box gauge. Visual inspection has been performed on the returned usb/charging cable and observed cable to be damaged due to use related issue. Visual inspection has been performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification range. Power adapter passed testing. An extended investigation was performed. Visual inspection was performed on the returned reader and heat damage was observed to the reader casing and display. The returned reader was further investigated and de-cased and a visual inspection performed. The battery was intact and slightly swollen but showed no signs of heat or fire related damage. The battery cannot supply enough power to the reader to cause this level of damage. All internal electronic components were inspected. No source of the heat damage was identified by observing a failed component. The damage appears to be caused by external influences as being exposed to a strong magnetic field such as that from a microwave oven. This causes the metal band at the base of the display, and the antenna coils to heating up. Evidence of liquid ingress was also observed around the on/off button area of the reader. The damage observed to the usb (universal serial bus) lead is superficial and is only to the exterior pvc sheath. This had no impact on the usb leads performance or the complaint. The log was unable to be downloaded due to the extent of the damage and the reader being unable to be powered on. Therefore, this issue is not confirmed due to user error. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports via email, "explosion" of their abbott diabetes care device. Customer further details, "the reader imploded. Fortunately, nobody was injured because the device was lying on the table." There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The customer reports via email, "explosion" of their abbott diabetes care device. Customer further details, "the reader imploded. Fortunately, nobody was injured because the device was lying on the table." There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn damage on the reader screen was observed. Customer stated that device was lying on the table and imploded on its own. Reader was not fit through letter box gauge. An extended investigation was performed. Visual inspection was performed on the returned reader and heat damage was observed to the reader casing and display. The reader was further investigated and de-cased and a visual inspection was performed. The battery was intact and slightly swollen but no signs of heat or fire related damage was observed. The battery cannot supply enough power to the reader to cause this level of damage. All internal electronic components were inspected and no source of the heat damage was identified by observing a failed component. The damage appears to be caused by external influences such as being exposed to a strong magnetic field such as that from a microwave oven. This causes the metal band at the base of the display, and the antenna coils to heat up. Evidence of liquid ingress was also observed around the on/off button area of the reader. The damage observed to the usb (universal serial bus) lead is superficial and is only to the exterior pvc sheath. It did not have any impact on the usb leads performance or the complaint. The log was unable to be downloaded as the extent of the damage and the reader being unable to be powered on. Therefore, this issue is not confirmed due to user error. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous # (B)(4) report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports via email, "explosion" of their abbott diabetes care device. Customer further details, "the reader imploded. Fortunately, nobody was injured because the device was lying on the table." There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The customer reports via email, "explosion" of their abbott diabetes care device. Customer further details, "the reader imploded. Fortunately, nobody was injured because the device was lying on the table." There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.